Event description:
It was reported that the 4.5 x 8 mm nc trek dilatation catheter was used for post dilatation of a lesion in the mid right coronary artery. No difficulties were noted during inflation; however, difficulty was noted during deflation and the device could not be removed through the guide catheter. The guide catheter and nc trek were removed as a single unit. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported deflation difficulty could not be confirmed during functional testing. The reported resistance with the guiding catheter was confirmed during testing. Based on a visual, dimensional and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.